Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Medical records were provided and reviewed by a health care professional. The review identified: limb length and anatomical offset restored, excellent stability in all planes of motion, no impingement with trial and definitive components-appropriate component position and alignment were confirmed with fluroscopy. No complications, no immediate post-op radiographic findings. Patient in stable condition at end of procedure, wbat-plan to begin early ambulation with physical therapy. Contributing factors of event: advanced oa secondary to longstanding acetabular hip dysplasia. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient presented for evaluated of subluxation concerns of the right hip approximately one year and eight months post implantation. The patient complained of pain and a clunking sensation while lying prone. Additional physical therapy for hip strengthening was prescribed and the outcome is still pending. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: g7 pps ltd acet shell 50d; item# 010000662; lot# 7067118; tprlc 133 fp type1 pps ho 5.0; item# 51-101050; lot# 3799117; 32mm i.d. Size d neutral liner; item# 30103204; lot# 64922381; bone screw self-tapping 6.5 mm dia. 25 mm length; item# 00625006525; lot# j7053823; unknown apical hole plug; item# unknown; lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.